Event description:
It was reported that the atrial lead had exhibited low impedance and an increase in capture threshold. No patient symptoms were reported. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
.